Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient or procedural details to bard. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007.

Event description:
It was reported that during deployment of the vascular stent, the sheath of the delivery system could not be retracted and the stent failed to deploy. The procedure was prolonged due to this issue. The system was removed and another stent was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned sample, it could be confirmed that the stent could not be deployed by using the trigger mechanism. The detachment of a force transmitting component in the grip section made a successful use of the trigger mechanism impossible. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. This kind of event may be caused by rough handling of the device during shipping or by improper storage. The subject component also may become detached during preparation, e.g. During flushing of the device. Increased release force as a consequence of a difficult vessel anatomy may be another contributing factor to the reported event. In this case, the lesion had not been pre-dilated. On the basis of the information available and the evaluation of the sample, a definite root cause for the reported event could not be determined. The IFU states: "visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." And "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." Also the IFU states: "the conventional method requires the user to remove the white conversion tab (m) before snapping the catheter out of the performaxx grip. The stent can then be deployed by using the conventional pin & pull-back technique." Also the IFU states that pre-dilation of the stricture with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician. Updated 'event description' due to receipt of additional information. Updated data due to receipt of additional information. Updated 'eval code and desc - (B)(4)' due to completion of evaluation.

Event description:
It was reported that during deployment of the vascular stent in the external iliac artery for treatment of a stenosis, the sheath of the delivery system could not be retracted and the stent failed to deploy. Reportedly, no pre-dilation had been performed. The system was removed and another stent was used to complete the procedure successfully. The procedure was prolonged due to this issue. There was no reported patient injury.